Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had a car accident and was not able to undergo explantation until (B)(6) 2020, for removal of implants without replacement. Patient reported suspicions of implant rupture, side unknown. This medwatch report is for the left-sided implant. On (B)(6) 2020, mentor failure analysis lab received the contralateral device for evaluation. Rupture of implant was defaulted to contralateral device due to unknown side. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had additional symptoms of bilateral breast pain, and right-sided rupture was confirmed by MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, breast lumps. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 350cc smooth mentor memorygel breast implant and experienced postoperative unexplained systemic symptoms, including hashimoto's, sjogrens disease, rheumatoid arthritis, joint pain, brain fog, and weight gain. Patient reported having MRI done, and was negative for implant issues. She also reported fibrous breasts, found lumps and had needle biopsies. Patient has consulted multiple doctors for various diagnoses. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.